Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the visibility of the onyx was poor, but suddenly the onyx appreciated and re-fluxed all the way. The speed setting on the shaker was on max. The onyx vials were shaken for 20 minutes. The vials did not sit for more than 5 minutes. The physician did heat, shake, and re-heat the onyx vials prior to aspiration. It was stated that the customer started to inject immediately after mixing but because it was a very tiny vessel, we injected very slow therefore onyx stayed in the injector more than 5 minutes. Patient woke up fine with no problem. She was discharged next day with no problem. Half of the vial was given to company. This event occurred during the treatment of arteriovenous malformation (avm). The avm was grade 3. This avm was in an eloquent region. The vessel anatomy was normal. Additional information received noted that the physician paused and then started to inject again 30-45 minutes later. The injection was done via thumb/hand injection and the devices were prepared per the IFU.

Manufacturer narrative:
H3: two onyx vials (model: 50067-060 lot: a877652) from onyx-18 kit (model: 105-7000-060 lot: a965916), along with an apollo micro catheter (model: 105-5095-000v04 lot: a987190) and a syringe were returned for analysis within a shipping box and within two sealed biohazard pouches. The syringe contained onyx solution. The two onyx vials appeared to have been used and empty. Onyx residue was found inside of the vials. The onyx was not returned as it was consumed in the patient, still within the syringe and within the returned apollo micro catheter. The tab of the two vials were broken and puncture marks were found on the rubber stopper. No damages or irregularities were found with the apollo catheter hub, lumen or catheter tip. Onyx solution was found within the hub, and within the micro catheter. The apollo was flushed and found to be occluded by the onyx solution. The total length of the apollo micro catheter was measured to be ~170.5cm, the usable length was measured to be ~164.4cm (specification: usable: 165cm ± 2.5cm). The detachable tip was measured to be ~1.5cm (specification: 1.5cm ± 0.3cm). No other anomalies were observed. Based on the analysis and the reported event details, the customer's report of ¿poor onyx visualization¿ and ¿reflux control not consistent¿ could not be confirmed. The root cause could not be determined as the onyx solution was not returned in a usable/testable condition. Customer reported shaking the onyx on max power for 20 minutes and began injection immediately, however due to the narrow patient vasculature, injection rate was slow; causing the onyx to stay within the syringe longer than 5 minutes. This is likely the cause of the reflux control not consistent and poor onyx visualization. Customer reported the solution was heated, shaken and then reheated. Customer also reported pausing the injection 30-45 minutes. Per onyx IFU: do not interrupt onyx les injection for longer than two minutes prior to re-injection. Solidification of onyx les may occur at the catheter tip resulting in catheter occlusion and use of excessive pressure to clear the catheter may result in catheter rupture. The lot history record of the tantalum powder's lot number has been reviewed and no quality issues were noted. The vial fill check sheet record was also verified for vials weight and the results are within actual volume. In addition, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. The density test was measured to be 1.68g/ml which is within specification: 1.62-1.82g/ml. There was no non-conformance to specifications identified that led to the reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.